Manufacturer narrative:
Please retract this report 2017865-2014-00135, this medical device should not have been reported as a medical device report (MDR).

Event description:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR).

Event description:
It was reported that the pulse generator exhibited inappropriate measured data. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).